Event description:
It was reported that when patient presented to the emergency room with episode of ventricular tachycardia and no high voltage output was observed. External defibrillation was used and programming changes were made. Patient will continue to be monitored. No further information available.